Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a right tka had been performed on an unknown date, the patient experienced a broken post of a unkn legion hinge total knee tib insert. A revision surgery was performed on an unknown date to address this adverse event. Patient's current health status is unknown.

Manufacturer narrative:
G3: report source, h5: labeled for single use. Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a right revision total knee arthroplasty was performed due to broken post of a unknown legion hinge total knee tibial insert after an unknown length of time in-vivo. As of the date of this medical investigation, no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time to determine the clinical root cause of the reported events. The patient impact beyond the broken insert post with subsequent revision cannot be determined, although a transient post-surgical convalescence would be anticipated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints could not be performed. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.